Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was extracted due to erosion. Lead was also extracted. Infection was suspected and cultures were performed to find the source of assumed infection. Results of these cultures were not provided. Patient was well before and after the procedure.